Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/1/2021. A manufacturing record evaluation was performed for the finished device lot number qgbetc, and no non-conformances related to the reported complaint condition were identified. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: an opened box with five unopened samples of product code ep8706, lot # qgbetc were received for evaluation. During the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested and the following was obtained: the incident occurred several times during the same procedure ( only 1 patient involved ) the single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were being made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off multiple devices during one procedure? If so, please clarify the amount. Did the needle pull off multiple devices during multiple procedures? If so, provide details. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. The needle pulled off from the thread with several devices. The surgeon has used another box from another lot. No adverse patient consequences have been reported. Additional information was requested.